Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic breaking around reservoir, insulin pump rejects new batteries sometimes, rainbow effect on display and sometimes the backlight does not come on. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device display, back light properly and no anomaly noted. Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.